Manufacturer narrative:
The reported complaint is confirmed as a fiber leak due to a short fiber. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure. The dialyzer was subjected to a laboratory leak test which failed on both ends of the dialyzer. Further visual examination found a short fiber on the cavity ID end. The fiber bundle was submerged in the water bath while a low air volume was pumped through the fibers from the cavity ID end blood port. The leak was able to be visually confirmed from a short fiber on the cavity ID end. No damage or irregularities were noted on the non-cavity ID end of the dialyzer; the leak was noted on the non-cavity ID end and was isolated. The fiber bundle did not identify any other damage or irregularities, specifically loose fiber fragments, kinked or looped fibers were not noted. The inferior surface of both polyurethane potting ends were examined for voids in which no voids were noted. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable inconsistency. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis user facility reported that during treatment, a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Estimated blood loss was 150cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample is available for MFR eval and has been requested.